Manufacturer narrative:
Investigation is on going. H6: eval results: visual inspection of the lens showed evidence of surgical residue. The optic and one haptic was torn. The lens haptic was stuck in the cartridge funnel and an aq cartridge was used, lot # is unk.

Event description:
The surgeon implanted a silicone lens model aq2003v and was torn during implantation. The lens was removed without pt injury. An aq cartridge was used and the lot # is unk.